Event description:
Siderail did not latch. Tsr reported that mod 380 had already been performed on this bed. Tsr found that there was a burr on the latch cover and the spring had caught on the burr. This had bent the spring causing the siderail not to latch. Tsr removed the burr and installed new springs and latch pins and the siderail functioned as designed. Tsr had scrapped the parts that were removed from the bed.